Event description:
A report was received that the metal stitches are coming out of the patient¿s back at the ipg and lead sites. It was believed that it was causing a pinched nerve. The patient went to the emergency room and was prescribed muscle relaxants. No further information can be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.